Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported his stimulation stopped working on october 23rd. It was reported there was poor communication. The patient stated he used the patient programmer with the antenna to turn the stimulator off and now it would not communicate with the antenna. The patient confirmed the antenna was secured, but that did not resolve the poor communication. The patient reported that he was having some communication issues with the external programmer antenna. There were no further complications that have been reported as a result of this event.